Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a valve that required valve in valve intervention due to unknown reasons sometime in 2013. The patient was subsequently implanted with a transcatheter valve within the existing valve. There were no reported complications. Attempts to obtain additional information have been unsuccessful.

Event description:
Additional information obtained indicates patient underwent valve in valve intervention for stenosis after an implant duration of approximately seven (7) years. The patient was noted to have tolerated the procedure well at that time.